Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reds1161 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that "the kit was opened, cannulated vein with access needle and wire. Went to tighten (screw down) dilator on micro ez introducer prior to placement, picked introducer up and a scrap of wire fragment fell out of dilator onto sterile field. No patient injury noted."

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a wire fragment present within the introducer is inconclusive due to poor sample condition. One 50 cm guidewire, one stylet t lock assembly, and one 4.5 fr microez microintroducer were returned for investigation. A product label sticker was returned with lot: reds1161. The guidewire was passed through the dilator and no wire material fragment was present within the shaft. Microscopic observation of the distal ends of the guidewire and stylet revealed them both to be intact. Since a wire fragment was not observed and the returned wires did not appear to be frayed, the complaint is inconclusive. A lot history review (lhr) of reds1161 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that "the kit was opened, cannulated vein with access needle and wire. Went to tighten (screw down) dilator on micro ez introducer prior to placement, picked introducer up and a scrap of wire fragment fell out of dilator onto sterile field. No patient injury noted."